Manufacturer narrative:
Failure analysis noted that the pump had a button error alarm due to corroded keypad traces. There was moisture damage found on the lcd board. The pump had a cracked display window corners, cracked belt clip slot, minor scratched lcd window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 7.4 mmol/l. The customer stated that the pump was alarming button error. The customer stated that there was a crack on the pump and it was kept close to her skin. The pump was possible exposed to sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.